Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 04-feb-2017, UDI#: (B)(4); product ID: etlw1628c93e, serial/lot #: (B)(4), ubd: 16-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an 6cm abdominal aortic aneurysm. It was reported that at a routine follow up physician visit it was noted that the patient¿s aaa had increased in size to 7.8cm; however, no endoleaks were observed. It was reported that approximately 1.5 years post index procedure, the patient was treated with an endurant ii limb extension etew2828c82e. The cause of the event is undetermined but was noted not to be device related. No additional clinical sequelae were reported and the patient is fine.